Event description:
Same as manufacture# 6000089-2005-00106. It was reported that 16 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2005 the patient presented to the cath lab. The lesion being treated was a calcified and tortuous in the mid left anterior descending artery (lad). The lesion was pre-dilated with a 2.0 x 15 mm maverick balloon at 12 atms for 20 seconds. The physician then successfully deployed a taxus express2 8.8% 2.5 x 20 mm stent at 12 atms for 30 seconds. A second taxus express2 8.8% 2.5 x 20 mm stent was deployed at 13 atms for 22 seconds overlapping the end of the initial taxus stent. The procedure was successfully completed and the patient was discharged with plavix. Sixteen days later the patient presented to the cath complaining of chest pains and was determined to have a thrombosis proximal to the first taxus stents. The physician then decided to dilate the thrombosis with a 3.0 x 15 mm maverick balloon. The 3.0 x 15 mm maverick balloon was inflated multiple times at 16 to 18 atms. The procedure was a success and the patient was administered plavix and discharged from the cath lab. Patient status is reported as "fine."